Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors and had to reset twice. Customer¿s blood glucose was 125 mg/dl at the time of incident. The customer also stated that the insulin pump had crack on the select button. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hal software error detected found in the pump history line number = 1576 and file number = 32010 due to software error. Device trace download confirmed hardware low level failures (variable 3), problem isolated to the keypad.